Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties inserting and disconnecting infusion set. Customer declined troubleshooting due to practicing and getting better. Customer reported of having arthritis. Customer reported of once having high blood glucose of 502 mg/dl due to bent cannula. Customer also reported that display screen had faded and was resolved with a battery change. Customer was advised that supplies would be replaced.